Event description:
Technician alleged that this bed had no bed functions. Technician discovered that the power supply board had fluid ingress. No alleged injuries.

Manufacturer narrative:
Technician replaced the power supply board and the bed functioned properly.